Event description:
As reported, the patient underwent a valve-in-valve procedure after an implant duration of approximately 10 years and 3 months due to stenosis and regurgitation secondary to structural valve degeneration. An edwards sapien valve was re-implanted. The subject device remains implanted to the patient. No other details reported.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the subject device was not explanted from the patient, therefore, no evaluation can be performed. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). In this case per the surgeon, the patient is symptomatic of acute pulmonary edema, acute renal failure and acute respiratory failure. No further action are possible with the available information.